Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. User facility report provided event details and implant date of 2007 and explant date at approximate 4 months later. Prod ID provided in user facility report was confirmed by internal records as being implanted during 1998 procedure. User facility was contacted for prod ID and clarification. No further info related to the device ID has been provided to date. Medwatch report is being filed based on the event although prod ID is still unk.